Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint was confirmed. During the device analysis it was found that the downstream occlusion (dso) seal was found detached and the upstream occlusion (uso) seal was buckling. Both dso and uso seals were replaced.

Event description:
The device had returned for damage to lcd screen, fluid ingress. Software upgrade required. During physical inspection, it was found that there was a detached downstream occlusion (dso) seal, and the upstream occlusion (uso) seal were buckling.